Event description:
T-fasteners from lap j-tube set were replaced in pt with no difficulty. At end of surgical procedure, all fasteners were intact. Tube feeding was started in 2000. Pt noted pain in groin area after tube feeding was started. At this time, one t-fastener was noted to have fallen out and was found on the pt's bed. Two other t-fasteners with bolsters and discs were loose. Pt was taken back to or in 2000 to have the j-tube repositioned and t-fasteners replaced.